Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services attempted to reach out to customer to provide the safety data sheet but was unsuccessful. A product deficiency was not reported or found. A supplemental report will be provided if any additional is obtained

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported putting the swab into the reagent liquid from the binaxnow covid 19 ag self test and then swabbing themselves the user states there was no irritation. The user did not seek medical attention the customer confirmed there was no patient harm. Additional information was requested but has not been provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported putting the swab into the reagent liquid from the binaxnow covid 19 ag self test and then swabbing themselves the user states there was no irritation. The user did not seek medical attention the customer confirmed there was no patient harm. Additional information was requested but has not been provided.